Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The bone pin broke while drilling into bone.

Manufacturer narrative:
Reported event: the reported device, 3.2mm x 110mm bone pin, was noticed to be broken when drilling into the bone. The pin fragments were left in the bone after the tka case. There was a less than 15min surgical delay due to this failure. The pins were discarded and not returned. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. The reported device is a 3.2mm x 110mm bone pin, sterile 2-pack, p/n 143110, lot# w42545. Device history review: a review of the device history (see attachment 1) for the associated lot indicated (B)(4) devices (non-sterile p/n 143000-04 non-sterile bone pin, single) were manufactured and accepted on august 27th, 2015. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, lot number w42545 shows 2 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Tracking of complaints related to p/n 143110 will be tracked through quarterly trend request #789. Conclusion: the failure was confirmed without the evaluation of the returned device. A review of stryker¿s nc/CAPA database indicated there has been one CAPA associated with the product and failure mode reported in this event. The CAPA completed in the catsweb system is CAPA (B)(4). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The bone pin broke while drilling into bone.

Manufacturer narrative:
A second supplemental report is being submitted to correct the executive summary from a partial knee arthroplasty procedure to a total knee arthroplasty procedure.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The bone pin broke while drilling into bone.